Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, on (B)(6), 2014, the patient underwent revision surgery to reposition the internal device due to reported pain at the implant site. The implanted device remains.